Manufacturer narrative:
.

Event description:
Procedure type: laparoscopic assisted vaginal hysterectomy (lavh). According to the reporter, the surgeon was putting the versatrep trocar inside the sleeve, the end of the cannula's tip broke off. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. No further pt details could be obtained.